Event description:
It was reported that air bubbles were observed within the patient line or infusion set tubing. Customer¿s blood glucose level was not provided. No additional information was provided.